Event description:
It was reported that a catheter issue occurred. An opticross 6 hd imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, the intravascular ultrasound (ivus) catheter became entangled with an unidentified wire, making it impossible to remove the ivus catheter without also removing the interventional wire. There were no patient complications.

Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. G4: premarket / 510(k) # k173820, k213593.